Event description:
It was reported the patient had a shocking sensation in their back or leg when recharging. The patient was instructed by a manufacturing representative to charge after their office visit and the patient tried charging yesterday. The patient was charging in a sitting position and sensing was not turned on. An x-ray was done the day prior to this report and the patient was to meet with their healthcare professional on (B)(6) 2014 to get the results. The patient was fine when they put the device over the implantable neurostimulator and when they put pressure on it. The patient started yelling to turn it off after the start recharge session was pushed. When the recharging session was stopped the patient was fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).